Event description:
The caller reported when he put air into the pilot balloon of his son's tracheostomy tube this morning, he found a few tiny beads of water in the pilot balloon. At the time of the call, he reported there was significantly more condensation visible in the pilot balloon. The caller will remove the existing tracheostomy tube and place a new tracheostomy tube in his son. The caller stated he placed this tracheostomy tube in his son last week. The tracheostomy tube was pre-tested per the directions for use. His son is on a mister in the evenings. The cuff is inflated most of the time, and is taken down at night if needed. They place about 8cc of air in the cuff and they do not have a cuff pressure gauge.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.